Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for service. The root cause is undetermined. No additional information at this time. The device was repaired by anspach.

Event description:
Customer reported that the device has a vibration and strange noise. Device was returned for service. This is report 1 of 1 for (B)(4).